Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2026 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 18-apr-2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver fentanyl 150mcg/ml at 50mcg/day. It was reported that a non-patent catheter occurred. The doctor tried to aspirate through the side port but was unable to obtain fluid in the clinic. The patient stated that she had recently begun to have a major increase in pain. The doctor performed surgery on the afternoon of (B)(6) 2026. When he took the pump out, he was not able to obtain fluid from the catheter so he cut the existing pump segment off and observed flow from the catheter after the pump segment was removed. So, they used a new pump segment and connected to the existing intrathecal segment and then they were able to obtain fluid from the pump. They left the original distal segment implanted. There were no environmental, external, or patient factors that may have led or contributed to the event. At the time of this report, the issue was resolved.